Event description:
It was reported that a lead tip was broken. The reporter stated that the 'stip' beneath the second electrode from the distal end was broken or fractured upon implantation. It was unclear what 'stip' referred to or if the reporter meant 'tip.' It was noted that the event occurred during implantation. The manufacturer representative was trying to stimulate the lead and the patient was unable to feel the stimulation. The doctor decided to pull the lead out and reset the needle. Once the lead came out, it was noticed that the tip was broken. It was reported that a different lead was used. The patient suffered no injury or adverse event. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant prorducts: product ID 3778-60, serial# (B)(4), product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).